Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting as expected. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned probes and wash stations and adjusted the reaction tray mixer. Calibrations and quality controls were run, resulting within range. The cause of the falsely low ca result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.